Manufacturer narrative:
Insulin pump had a button error alarm due to corroded keypad traces. Insulin pump received with minor scratches display window, cracked display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that they were able to clear the alarm however the numbers continue to scroll on the insulin pump. No further information reported.